Manufacturer narrative:
Na

Event description:
Screw breakages were observed during regular follow up in 3 different cases. Pts are well and were not re-operated. Non-sterile implant, hospital performs repeated sterilization process.